Event description:
It was reported that during device interrogation the programmer got stuck with an hour glass and never fully completed the interrogation. The service diskette was run but the situation did not resolve. The programmer was returned for service. The return paperwork indicated no patient involvement.

Event description:
It was reported that during device interrogation the programmer got stuck with an hour glass and never fully completed the interrogation. The service diskette was run but the situation did not resolve. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found hard drive corruption. System errors found in the programmer error log. The hard drive is noisy. ECG (electrocardiogram) connector is loose. Screw in display cover is loose. Screen drops.